Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the leak originated from the reagent syringe assembly. Reagent was leaking past the o-ring into the instrument. The fse replaced the reagent syringe assembly and resolved the leak. Identified failure modes: the failure mode was a leak from the reagent syringe assembly. No erroneous results were generated; upon recur, the failure mode identified for the leak is likely to generate erroneous hemoglobin results due to improper sample dilution; results could be flagged, un-flagged or non-numeric. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act 5diff cap pierce (cp). While running quality controls, the customer identified a leak of hemoglobin reagent from the instrument. The volume was reported as 200 ml and the leak was not contained. The operator was wearing gloves, goggles, and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.